Manufacturer narrative:
Patient information with regard to age and weight was not provided. The composite veneers were scheduled to be removed and replaced, however, the original re-treatment appointment was cancelled due to patient sickness. The dr. Indicated that an update would be provided if anything untoward occurs with the patient. The product involved in the alleged incident was evaluated, yielding results within specifications.

Event description:
A doctor alleged that a patient had experienced the yellowing of composite veneers. This is the second of two reports.